Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-11305. It was reported the pt was experiencing shocking sensations in her back when the scs system was turned on. It was reported the pt had not used the system for some time due to the issue. The sjm rep was unable to reprogram because the ipg had not been charged. It was reported the pt was to charge the ipg and another appointment would be set for reprogramming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.